Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support confirmed the event and suspected the rv lead was damaged. The physician suspected externalized conductors as the cause of the event, however, this has not been confirmed via diagnostic imaging. A lead revision procedure is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.